Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting an increase in shock impedance measurements from 55 to 85 ohms in triad configuration approximately (B)(6) months post implant. Various configurations were attempted to troubleshoot the issue. Impedances were greater than 125 ohms in the proximal coil to distal rv coil configuration. A boston scientific technical services (ts) consultant discussed that there could be an issue below the rv yoke and that the lead was suspect for high voltage (hv) fracture. However, a possible connection issue could not be ruled out, as the high impedance measurements did not start until after the device implant which was approximately (B)(6) months ago. Ts suggested to perform pocket manipulations while checking impedance measurements. The local area sales representative reported that the patient had already left the clinic. The physician planned to follow this lead, since the pacing impedance of 85 ohms in triad configuration was still within range. The patient planned to return in (B)(6) month(s) for a follow-up appointment. Additional troubleshooting recommendations planned to be performed at that time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.